Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on 10/03/17. There was one bolus request made at 2:46pm on (B)(6) 2017. There were no erratic basal rate adjustments. There were no obvious requests or deliveries that would cause bg levels to drop. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem technical support reviewed the pump data and found that the pump had delivered 64.99 units via basal delivery, and 4.36 units via bolus delivery on (B)(6) 2017, the date of customer's hospitalization. There was no evidence found via the pump data that the pump administered 360 units within 2 hours, as reported by contact. Although attempts were made to relay this information to the contact, the contact did not reply to the requests. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was low (33 mg/dl) and sugar was consumed to address the bg. Due to a diabetic seizure, the customer was admitted to the hospital. The contact thought that the pump had delivered 360 units of insulin to the customer within a 2 hour time period. The customer was treated with "ivs". The customer was discharged the same day with no permanent damage. As the contact did not have the pump at the time of the report, a pump system check was unable to be performed.